Manufacturer narrative:
Based on the results of the preformed investigation the case was revaluated and considered to be reportable. The investigation results are described in the following. The device was examined on site by the dräger service and the log file was made available for further investigation. Based on the log entries it could be seen that march 20, 2022 at the reported time of event the device was disconnected from power at 5:24 pm and switched to battery operation. Shortly after the device detected a missing oxygen supply and medical air supply and generated the corresponding alarms "no air supply" and "no o2 supply". Since both gas supplies were not available anymore, the device stopped ventilation at that point. During the next minutes the alarms "battery low" and "battery discharged" were being posted. After in total 7 minutes in battery operation the log file entries stopped suddenly due to a complete power loss. In case of complete power loss (after depletion of the battery), the acoustical power failure alarm will sound according to iec 60601-1-8. This alarm is energized independently from the power supply and will last for at least 2 minutes. In the event of complete power loss, the device will stop ventilation by opening the safety valve to ambient allowing the patient for spontaneous breathing. The log file entries indicate that the operating time supplied from the internal battery was significantly shortened and the normative reserve of 5 minutes between posted "battery discharged" alarm and battery depletion was not met. Based on the logged capacity trend it could be seen that the internal battery did not hold sufficient charge and depleted much earlier than expected. During the device test no device malfunction was found apart from the battery with reduced capacity. A screen malfunction could not be confirmed based on the investigation results. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported: the unit stopped delivering breaths to patient. There was no injury reported.